Event description:
It was reported the end of life message for battery replacement on the device was triggered due to a long charge time of 16.39 seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.